Event description:
It was reported that the patient presented with a patient notifier for high out of range pacing lead impedance. Isometric testing yielded normal pacing lead impedance values. No out of range measurements were seen on historic trends. The patient will continue to be monitored.